Manufacturer narrative:
Batch review performed on 20-jan-2023: lot 183189: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2023-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient had a primary surgery with competitor components and was revised to medacta revision components on the (B)(6) 2019. Presently on the (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.